Event description:
The patient developed a pump pocket site infection and it was decided the system could not be salvaged; it was explanted on (B)(6) 2014. The patient had responded well to the intrathecal baclofen therapy and the parents were pleased. The hcp wanted to re-implant the patient after the infection resolved and was unsure of how long to wait before re-implanting. The patient did not go through a full weaning schedule since the decision to explant was made recently, but was given oral baclofen in preparation for discontinuing the intrathecal baclofen. It was planned to manage the patient with oral baclofen and benzodiazepines as needed and closely monitor the patient for baclofen withdrawal following explant. The specific patient symptoms and outcome were not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset/diagnosis of the infection was (B)(6) 2014. No refills had been performed. The patient experienced fever, swelling, drainage and incisional wound opening at the device pocket which was the primary location of the infection. A culture was obtained of the device pocket and isolated (B)(6). The patient did not have meningitis. Treatment included intravenous antibiotics and total device system explant. The infection resolved and there was no drug withdrawal. The pump was used to infuse lioresal.